Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implantation utilizing a flexnav delivery system. The patient presented with pre-existing right bundle branch block (rbbb). Calcification extended beneath the aortic annular plane in the interventricular septum. Pre-dilatation via balloon annular valvuloplasty (bav) was performed. During bav, the patient's rbbb became unstable. After implantation of the navitor valve at a depth of non-coronary cusp (ncc): 4¿, and left coronary cusp (lcc):4¿, the patient developed complete rbbb. Before leaving the operating room, the rbbb returned to incomplete. The patient left the operating room with a temporary pacemaker and was hospitalized for monitoring of rhythm. On (B)(6) 2024, a permanent pacemaker was implanted.

Manufacturer narrative:
An event of heart block (right bundle branch block/rbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of right bundle branch block, there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 4mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that during the pre-dilatation via balloon annular valvuloplasty (bav), the patient's rbbb became unstable. After implantation, the patient developed complete rbbb. Before leaving the operating room, the rbbb returned to incomplete. Based on the available information, the root cause of the reported event appears to be related to patient condition (pre-existing rbbb). There is no indication of a product quality issue with regards to manufacture, design, or labeling.